Manufacturer narrative:
E3: non-healthcare professional / company representative. The device evaluation as noted in section b5, found damaged cable insulation, and the cable failed the leak test. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the subject device exhibited a damaged cable insulation, and the cable failed the leak test. There was no patient involvement.